Event description:
A user facility reported to olympus that a hole in the joint area of the evis exera ii duodenovideoscope was noted. The event occurred during reprocessing. During a standard service inspection of the customer returned device, a light guide lens stain was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, light guide lens stain and gap of adhesive on the distal end were noted. In addition, right/left knob discoloration, up/down knob discoloration, control unit crack, el connector corrosion, bending section cover pinhole up/down knob out of standard value, and scratches/crack on multiple device components were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that it was due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.